Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a left ventricular (lv) lead integrity alert (lia) that was triggered for undefined impedance. It was discovered that the lv lead had dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.